Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of cell b of ih-cell a1&b with the sample of a known blood group a person on ih-1000. The customer stated that the reaction looked weakly positive. Additionally the customer stated that the reaction was 1+ positive in a second run. The customer returned neither the supposedly defective product ih-cell a1&b for investigational testing nor the specimen that had caused the false negative test result. During several investigations our quality control laboratory tested the supposedly defective lot of ih-cell a1&b with different donor samples on ih-card abo/d(dvi-) +rev.a1, b on ih-1000. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-cell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An internal quality notification will be opened because of the delayed reporting.